Event description:
It was reported that the patient's electrocardiogram showed pauses in the patient¿s rhythm. The freeze capture suggested that the pauses were due to ventricular oversensing. Programming changes were done. Patient was stable. However, post programming changes, the patient had coughing and had passed out as a result of pulmonary embolus and subsequent electrical activity. The physician confirmed that the patient passing out was not related to the device or programming.